Manufacturer narrative:
Additional information was added to h3, h4 and h6: h4: the device was manufactured from january 31, 2020 - february 3, 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection showed evidence of a bladder rupture. The reported condition was verified. Due to the nature of the sample, no additional tests were performed. The cause of the condition was not determined; however the most probable cause is manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor burst during filling. The set was filled with sodium chloride solution 0.9% solution. There was no patient involvement. No additional information is available.